Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 57 sealed 24g x 0.75in. Nexiva units from lot number 1155068. Additionally, 18 photos were received for investigation. Gross visual and microscopic inspection found foreign matter (fm) inside all 57 units. The defect of foreign matter was confirmed. The foreign matter embedded in the top and bottom web may have been introduced environmentally during packaging and given an embedded appearance during the sealing and pocket forming steps, respectively. Additionally, the foreign matter may have originated from the raw material used for the packaging. The black specks embedded in the components were most likely created as part of the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. None of the plastic embedded foreign was observed to be greater than the set specification of 0.2 square millimeters which is acceptable. The loose foreign material may have been introduced during packaging/manufacturing as a result of environmental factors, incoming material, personnel, or processing (e.g., plastic totes or machine components wear and tear). The foreign material seen embedded in the adhesive may have been introduced environmentally or originated from contaminated uncured adhesive. Records for the uv cured adhesive raw material were inspected, but no quality notifications were found to have been generated for this material. This leaves environmental factors as the likely cause. Cardboard is not permitted in the manufacturing clean rooms but is used in the packaging of the final product (dispenser and shipper boxes). This foreign material may have been introduced by environmental sources. To mitigate this occurrence, all cardboard is kept separated from the manufacturing and sealing area. Metallic material like the one identified can originate at multiple points throughout the manufacturing process. The material could not be linked to man-made product such as jewelry based on visual observations. This leaves equipment or unknown outside sources as possible root causes. As the packaging process takes place mostly behind guards the most probable source of the material is from equipment wear and tear. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. Pm records were verified to be up to date during the production of this lot. Silicone is found, in the manufacturing process, in the lubricant used on the catheter tubing. It commonly returns from material analysis as dc360 silicone. Although silicone-based lubricant is normally clear, silicone can form gel particles over time and due to the chemical structure of the material the lubrication can turn black with oxidation and heating over time. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan and the bd 5s initiative, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found on the bd nexiva¿ closed IV catheter system. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about foreign matters on nexiva. According to the customer's report, during inspection on unopened products, dirt and/or unspecified fm were found on the products."